Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pump sets tubing clamp was loose and the infusion continued to run despite the tube being clamped off. The following information was provided by the initial reporter: "patient in ambulatory infusion center for erbitux infusion. The yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. There was no pressure alarm alerting team."

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported that the yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd¿ pump sets tubing clamp was loose and the infusion continued to run despite the tube being clamped off. The following information was provided by the initial reporter: "patient in ambulatory infusion center for erbitux infusion. The yellow clamp was clamped, and infusion continued to run despite the clamp being clamped off. There was no pressure alarm alerting team."